Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested with bd msns and single use holder and the customer's indicated failure mode for blood pooling with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for blood pooling with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was excessive blood around stopper and samples leaked during collection with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter: excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. Second remark is an excessive tube push off during blood collection. 6 observations this morning with different phlebotomists of the blood collection ward. Only during one phlebotomy a citrate 2,7ml and a edta 4ml showed a small trace of blood in the stopper. All phlebotomists are trained and well experienced people.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9031925, medical device expiration date: 2019-10-31, device manufacture date: 2019-01-31. Medical device lot #: 9063817, medical device expiration date: 2019-11-30, device manufacture date: 2019-03-04." (B)(6). Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was excessive blood around stopper and samples leaked during collection with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter: excessive blood droplet in stopper. Upon mixing the tubes this droplet gets loose and falls on table and skirts of phlebotomists. When mixing it even occurs that droplets splash onto the wall. Second remark is an excessive tube push off during blood collection. 6 observations this morning with different phlebotomists of the blood collection ward. Only during one phlebotomy a citrate 2,7ml and a edta 4ml showed a small trace of blood in the stopper. All phlebotomists are trained and well experienced people.